Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: it was reported prior to an operation it was noted the battery was burnt in the housing. Reportedly there was a problem with opening the lid during the insertion of the battery motor off. There was no adverse effect noted to the patient. Replacement was available and the operation was finished as planned. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation of the battery has shown that this device is completely burned internally and the housing is partially melted. Because of this damage it can not be defined anymore if the battery was according to the specification and what caused this occurrence. Based on the appearance of the battery we suppose that a short circuit of the regulation at the hand piece caused this occurrence. Unfortunately the hand piece was not sent back for investigation and based on the provided information it seems to be impossible to define which hand piece was used back then. At the received battery casing no fault could be detected, the lid is movable as required.